Event description:
End user reports, he was struck by a motor vehicle while operating the motorized wheelchair in the roadway. As a result of the alleged incident, he sustained a fractured pelvis. End user reports that, he was not wearing a seat belt at the time of the incident.

Manufacturer narrative:
No malfunction suspected. End user was not exercising caution while operating the motorized wheelchair in the roadway or wearing a seat belt as warned in the owner's manual.